Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient experienced a loss or change of therapy, a complete return of incontinence when they stand up that is worse at night, and having to get up 7 times during the night which began suddenly within the last two weeks. The patient reported feeling stimulation in the correct area and noted that they switched programs yesterday but they could not remember what program they were on. The patient¿s manufacturer representative (rep) initially told the patient not to increase the setting too high. The patient stated that they would track their adjustments and results and would work with each program as needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.